Manufacturer narrative:
The patient¿s weight was (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid pd effluent. The cause of the peritonitis was not reported. On the same day as onset, the patient visited the emergency room due to the event and was diagnosed with peritonitis the same day and was hospitalized. On unreported dates, the patient began treatment for the peritonitis with taxim and cefazolin, intraperitoneally (doses and frequencies were not reported) and the patient¿s pd effluent was reportedly getting clear. Thirteen days after peritonitis onset, the patient was scheduled to be discharged from the hospital. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. No additional information is available.